Event description:
A discordant, false low sodium result was obtained on one patient sample on a dimension exl with lm instrument. A precision study was done for sodium using a patient sample, and showed imprecision. The discordant results were not reported to the physician(s). The sample of the patient with a falsely low sodium result was rerun on an alternate instrument, and the corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist advised the customer to replace the quicklyte sensor and the x-tubing, which the customer did. The tsc specialist then had the customer run hot water through the integrated multisensor technology (imt) system, followed by a bleach cleaning. The customer ran a dilution check and precision, all of which resulted within specifications. The tsc specialist also discovered that the laboratory was centrifuging patient samples for ten minutes, rather than the tube manufacturer's specifications of fifteen minutes. The cause of the discordant, falsely low sodium result and the imprecision on one patient sample is unknown. The cause of the sample tubes being centrifuged outside of the tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.